Event description:
An ophthalmologist reported that a pt was diagnosed with a temporal scotoma in the right eye following cataract surgery. Pt complains of seeing shadows and shadows appear to be getting bigger. More info is being sought.